Manufacturer narrative:
Concomitant product: a2dr01 ipg; implanted (B)(6) 2016. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. An attempt was made to replace the lead, but the patient¿s vein was occluded. The lead remains in use. No patient complications have been reported as a result of this event.